Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the microintroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr microintroducer. Use residue was observed on the sample. The distal end of the sheath was observed to be damaged. The overall dilator was bent at a slight angle. Microscopic inspection of the transition between the sheath and the dilator revealed a region of the sheath was buckled and bunched inward. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that anesthesiologist has put in introducer needle and guidewire into patient's basilic vein in the beginning of PICC insertion procedure. He was threading dilator and peel-away-sheath over the guidewire and push dilator and sheath into patient's vein. However, he found it very hard to push this dilator further as compared to his previous experience. He decided not to push any further and to remove dilator and peel-away-sheath immediately. He saw the tip of the peel-away-sheath became wrinkled. He instructed a staff nurse to open a new set of powerpicc to continue the PICC insertion procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that anesthesiologist has put in introducer needle and guidewire into patient's basilic vein in the beginning of PICC insertion procedure. He was threading dilator and peel-away-sheath over the guidewire and push dilator and sheath into patient's vein. However, he found it very hard to push this dilator further as compared to his previous experience. He decided not to push any further and to remove dilator and peel-away-sheath immediately. He saw the tip of the peel-away-sheath became wrinkled. He instructed a staff nurse to open a new set of powerpicc to continue the PICC insertion procedure.